Manufacturer narrative:
Failure analysis/root cause - this complaint describes use of medihoney for treatment of a wounded toe and states that it did not work and "made it worse". In a follow up communication, the customer provided the sku 31805, however, they did not provide any clarification regarding "made it worse." As the reporter described the patient's condition in the initial complaint as "amputation was imminent". A medical assessment was requested to integra's medical affairs director and the medical assessment determined the adverse event was possibly infection. They concluded that a causal relationship between the device and an adverse event of infection is highly unlikely. Furthermore, the reporter did not provide any information related to changes in texture, color, smell, or consistency of the product, nor presence of fuzzy patches or foreign particulate, which, if present, could indicate microbial proliferation. In an additional communication from the customer, they state they do not have access to additional medical records and that the product has been discarded. Due to the lack of further information regarding the product, such as photos or returned product, and further information regarding the patient, such as medical history, this complaint is unconfirmed. A complaint adjudication report was initiated to provide 3rd party medical assessment from board-certified infection disease specialist (initials (B)(6)). This review indicated that based on the information provided, and in the absence of detailed clinical documentation, it is the professional opinion of the outside expert that even if the medihoney was applied from a potentially compromised tube, it did not contribute to any of the adverse outcome reported in the complaint as the patient presented with significant comorbidities that offer more plausible explanations for their clinical deterioration or death. Post the completion of this assessment, further information provided by the customer indicates that this product could not be part of the recall, for which the expert made this assessment. The customer had provided additional information on this complaint with the original order and shipping information for the product, purchased on amazon in march 2023. The customer, upon the initiation of the complaint, had the understanding that the product in question was part of the recall for sku 31815 (lots 2328, 2332 and 2333). The lot information was not provided for this complaint however, the earliest lot of the three in the scope of the recall, lot 2328, was released on 18aug2023. This is 5 months after the product in question was purchased, meaning the complaint product could not have been in scope of the recall lots, even without confirmation of which lot number the product is. The photograph of the product purchased also indicates that it is sku 31805, which is also outside the scope of the recall. Additionally, the customer provided purchase details showing the product was purchased from amazon, seller preferred pharmacy plus. Federal law requires that the product be sold and used only under the supervision of a physician per the IFU. There are no legal sales of any medihoney products on amazon and integra has confirmed that amazon is selling counterfeit products under the product name of medihoney. Without the product returned for evaluation or photographs provided, there is no way to confirm if the product is a genuine integra device. Integra regulatory has been in communication with the FDA about the inappropriate sales of medihoney. There is no confirmation if the customer followed the instructions for use on the indications, precautions, or instructions. If the customer did not follow guidance from their doctor, or instructions for use of the product, infection may be caused by any number of sources unrelated to the use of a medihoney product. A corrective and preventative action (CAPA) has been created for prescription/otc distribution issue to address how medihoney was distributed for sale without a prescription. Additional information received: the patient's daughter stated: "my father was 82 years old. I don't have any of my father's medical information available. He was a diabetic and had asthma. No other problems that I know of. I can't provide medical records or any of that information."

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported: "my mother bought this (medihoney) for my father's wounded toe. It was one of his last three toes remaining. Not only did it not work, but it also made it worse. Amputation was imminent. My father couldn't handle anymore. The pain, the exhaustion, the stress he was putting on my mother. On (B)(6) 2024, he shot himself in the face."